Event description:
Treatment of an aneurysm. During the deployment of the last implant coil, it was reported that the implant coil could not be detached. The entire system (implant coil + catheter) was retrieved from the patient and the implant coil was found detached inside the catheter.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).